Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (acd<3.0mm)). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.5/1.5/038 diopter, in the patient's left eye (os) on (B)(6) 2017. In the same surgery, the lens was explanted due to lens tear/break during injection into the eye. The lens was then exchanged for the same size and diopter lens on (B)(6) 2017. The problem was resolved. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue on lens. (B)(4).

Manufacturer narrative:
On follow up #2, the date received by MFR is incorrectly listed as 07-jul-2017. The correct date should be 29-jun-2017. (B)(4).

Manufacturer narrative:
The customer stated that the lens tore because at the time of injection, it got caught in plunger and damaged. The surgeon could see the break after implanting into the eye. (B)(4).